Event description:
I had the coils placed (B)(6) 2006 and have had migraines, severe cramping, severe mood swings and depression (to the point of having to be put on medications), weight gain of 50+ pounds, I get boils on my skin now (never did before), there are times I have bleeding or spotting after sex, problems with my bladder that was never there before, pain in my breasts at times, constant heartburn if I am not on my medication, I constantly have discharge, dry skin and hair, an extreme loss of energy, I have hot flashes (both day and night), I wake up in the middle of the night soaked in sweat. (I show all but a couple signs of pre-menopause starting at age (B)(6), I am now (B)(6)). I have irregular periods, joint pain, muscle spasms, nausea, nerve pain, and get a metal taste in my mouth. I get numbness in my hands on a constant basis, extremely painful periods, and painful ovulation, pelvic pain, ringing in my ears, skin itchiness, sharp stabbing pains, tingling sensations in the back of my head, urgency to urinate, and frequent vibrating sensations in my lower abdomen. All of these symptoms started approximately a month after the coils were placed. I was diagnosed with high blood pressure in 2005 and it is very well controlled with my medications. I was not put on depression meds until approximately 2010. I had to be put on topamax as a migraine preventative because no other migraine medication would work at the onset of a migraine. (B)(4).

Event description:
(B)(4). On (B)(6) 2014 I had a full hysterectomy taking everything but my ovaries. L recently met with my surgeon to review the pictures and report from my operation. During the procedure it was found that my fallopian tubes were extremely inflamed from the essure coils, and my uterus had begun turning white in color, and was described as "boggy." Prior to essure being implanted, my uterus and fallopian tubes were perfectly healthy! The amount of pain that I endured for 7yrs 9mos was debilitating, and I am so much better now that the poison is out of me!!!